Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: an exposed wire on cable metal sheath. The most probable cause of the identified failures, is cause traced to component failure. Which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however, cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device evaluation. The subject camera head device exhibited an exposed wire on cable metal sheath. There was no patient involvement.